Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this patient with implantable cardioverter defibrillator (ICD) had slow ventricular tachycardia (vt) that was close to the rate cut off, however rhythm ID was seeing it as correlated and was not treating. The average ventricular rate was well into therapy zone. Boston scientific technical services (ts) discussed that it would be unlikely to have actual vt be correlated, and likely the patient's slow vt might have accidently got stored as the rhythm ID template during a passive ambulatory updated that occurs every two hours and now seeing it as correlated. It was discussed to turn off the ambulatory updates and manually store a template that was normal sinus. The device remains in-service. No adverse patient effects were reported.